Event description:
The physician reported that during the last follow-up of implanted ICD system on (B)(6) 2014, the patient indicated that he felt something in his chest, and review of episodes stored by the associated ICD (ovation, dr6550, s/n (B)(4)) revealed that some therapies were observed which showed irregular morphology. The subject lead and associated ICD were subsequently replaced.

Event description:
The physician reported that during the last follow-up of implanted ICD system on (B)(6) 2014, the patient indicated that he felt something in his chest, and review of episodes stored by the associated ICD (ovatio, dr6550, s/n (B)(4)) revealed that some therapies were observed which showed irregular morphology. The subject lead and associated ICD were subsequently replaced.

Manufacturer narrative:
The final investigation report was inadvertently excluded from the previous follow-up MDR submission. (B)(4).

Manufacturer narrative:
This emdr was not sent within 30 days because of unexpected delays incurred when applying for our FDA (B)(4) production system account. This emdr has been sent shortly after our production system approval.

Event description:
The physician reported that during the last follow-up of implanted ICD system on (B)(6) 2014, the patient indicated that he felt something in his chest, and review of episodes stored by the associated ICD (ovatio, dr6550, s/n (B)(4)) revealed that some therapies were observed which showed irregular morphology. The subject lead and associated ICD were subsequently replaced.

Event description:
The physician reported that during the last follow-up of implanted ICD system on (B)(6) 2014, the patient indicated that he felt something in his chest, and review of episodes stored by the associated ICD (ovation, dr6550, s/n (B)(4)) revealed that some therapies were observed which showed irregular morphology. The subject lead and associated ICD were subsequently replaced.